Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. At that time cause was unknown, but customer believed high blood glucose was due to bent cannula. Customer stated this had happened but not a frequent thing.